Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00x38mm promus element ¿ long stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device tip. The stent struts at the distal and proximal end of the stent were bunched together and misaligned. It was also noted that the distal end of the stent had moved slightly proximally exposing the two most distal crimp marks on the balloon material. This type of damage is consistent with the stent encountering a resistance or an obstruction during the withdrawal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).